Manufacturer narrative:
Date sent to the FDA: 2/16/2022. Additional b5 narrative: it was reported that the patient experienced obstruction, recurrent incisional hernia and adhesions following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery of an infected mesh on (B)(6) 2018. It was reported that the patient experienced chronic pain, psychological pain and depression. No additional information was provided.